Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head had no telemetry and failed all uplink amplitude functional tests; rf head cable found out of electrical specification. Analysis also found the rf head failed electromagnetic field immunity test; rf head lower case found out of mechanical specification. Rf head lens was found cracked. Rf head label was delaminated. It was noted the red locating dot on the rf head cable connector was missing. (B)(4).

Event description:
It was reported the programmer head was unable to establish telemetry with pacemaker. The programmer head was returned for repair. No patient complications were reported as a result of this event.